Event description:
It was reported that the patient with this implantable lead had heart surgery for a porcine valve. The patient experienced dizziness and shortness of breath (sob). This lead will be revised. No additional adverse patient effects were reported.disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).